Manufacturer narrative:
The analysis checked the mechanical and electrical properties of the lead. In regard to the clinically observed increase in the pacing impedance and the threshold, no deviations from the electrical specifications could be found. There were no indications of a lead fracture. It can be assumed that the signs of cutting in the external insulation were a result of the explantation. In addition, various abrasion spots could be detected at the lead body. A particularly pronounced abrasion spot was situated just proximal of the ligature. The geometry and characteristics of the abrasion suggest excessive friction at the housing of the ICD. Diagnostic images to check this assumption were not available for analysis. No mfg error or material defect could be found during the analysis.

Event description:
The ventricular pacing threshold and the impedance showed gradually increasing values. Finally, an impedance of >3000 ohm was measured. The decision was made to revise and replace the lead. The lead could be removed quickly and without problems with an extraction wire. The lead was explanted.